Event description:
Blood glucose measured 300 mg/dl back to back with a result of 120 mg/dl. Time between tests was not provided. No treatment was recieved and no actions were taken as a result. A request was made for the return of the suspect product however no product returned reportedly stated reporter due to the timing alleged incident occured.